Event description:
It was reported that when the doctor tried to implant the deep brain stimulation leads, he noticed the lead tip was bent for two leads. He opened another lead and the implant completed.

Manufacturer narrative:
Analysis of the lead model 3389s-40, lot v821786 found the distal end of the lead was bent, new out of the box. The distal end of the lead was bent at the #0 electrode.